Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. No fiducials markets were placed during the procedure. The procedure was performed under local anesthesia. Magnetic resonance imaging (MRI) showed a small amount of hydrogel infiltrated in the rectal wall towards the apex of the prostate, however, in the sagittal view, the hydrogel appears to be a good implant. The patient's radiation treatment was not delayed due to this event. The patient was reported asymptomatic.